Manufacturer narrative:
Initial reporter name and address: patient identifier = sid= (B)(6) . There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) decreased sodium results on architect c16000 processing module for two patients. The results provided were: on (B)(6) 2021 sid (B)(6) initial sodium=(B)(6). Laboratory reference range for sodium=136 to 145 mmol/l sid (B)(6) initial magnesium=7.4 mg/dl /repeated on another analyzer=1.8 mg/dl laboratory reference range for magnesium=1.6 to 2.6 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and replaced the ict check valve (09d35-03). The ict check valve was replaced which resoled the issue. A review of the architect c processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the ict check valve (09d35-03). A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal and verification of the ict check valve. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect, (B)(6), or the ict check valve (09d35-03).